Event description:
The device was implanted on (B)(6) 2018. In (B)(6) 2019, the patient reported a loss of restriction and due to this fluid checks carried out. Discrepancy identified, xray carried out and port replacement surgery scheduled. Port tested in surgery and leak identified.

Manufacturer narrative:
Complaint confirmed as a leak was able to be reproduced. The production records for the port was reviewed and no discrepancies or non-conformances recorded. Product was manufactured to specification. Unable to determine root cause.

Event description:
The device was implanted on (B)(6) 2018. On (B)(6) 2019, the patient reported a loss of restriction and due to this fluid checks carried out. Discrepancy identified, xray carried out and port replacement surgery scheduled. Port tested in surgery and leak identified.